Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer cribriform occluder was chosen for implant using 9f amplatzer trevisio delivery system. During the procedure, the device disc was deployed in the left atrium, where it was observed to open with a rounded shape. The device was retrieved and re-swabbed and washed in an attempt to correct the shape. Outside the patient, the device was manually manipulated by hand; however, when reloaded and redeployed, the device continued to present with the same rounded configuration. The deformed device was not released from the delivery cable while inside the patient. There with was an interaction with the interatrial septum during deployment. There was no angulation or kink noted in the delivery system. It was decided to replace the device. A new 25mm amplatzer cribriform occluder was subsequently used, and the procedure was completed successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.